Manufacturer narrative:
(B)(4). Date sent: 03/04/2020 device analysis: the visual analysis of the returned device was consistent with an explanted device (e.g. Bent links, cosmetic damage, etc.). The average link length was measured to be within specification. The tensile test results indicate higher than the specification separation force. Note that the out-of-specification peaks were observed at locations with bent links. In addition, the DHR review of the reported lot number 15317 indicates that no devices were rejected for high magnetic force at 100% force test inspection. It is presumed that certain orientations of bent links are "catching" during the tensile test and resulting in high separation force. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Torax medical could not uncover a device failure that could contribute to the reported symptoms; however, complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Date sent: 11/07/2019. The DHR for lot 15317 was reviewed. No defects, ncrs, or reworks related to the product complaint were found. Lot 15317 was an affected lot of the 2018 linx recall. Additional information: test performed pre implant- barium swallow, ph, egd. Egd ((B)(6) 2017) - la grade c esophagitis, hill grade 4 valve, small hiatal hernia, duodenal ulcer. 49 hr bravo ph: demeester scores: 49.1, 39.3 veg ((B)(6) 2017) - normal esophageal motility, small hiatal hernia, +gastroesophageal reflux. No pre-existing dysphagia or other conditions pre-implant. No intra-operative compilations during implant. There was a hiatal or crural repair done at the time of implant. No mesh was used at time of implant. Removal of device due to ongoing gerd symptoms. Moderate gerd. Test performed prior to removal - egd ((B)(6) 2019) - la grade b esophagitis, hill grade 1 valve, irregular z-line, gastritis. 96 hr bravo ph- day 1: 48.8, day 2: 22.3, day 3: 26.9, day 4: 16.1 esophagram ((B)(6) 2018) - linx in proper position, intact. No evidence of a hiatal hernia. The device was found in the correct position at the time of removal. There was a replacement linx used 16 bead lot # 24,871.

Event description:
It was reported that the lxmc16 was explanted on (B)(6) 2019 related to ongoing gerd symptoms. Moderate gerd.